Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients implantable pulse generator (ipg) was no longer holding a charge well. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted product will not be returned per hospital policy. No device malfunction was suspected.